Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the pump was exposed to magnets. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.